Event description:
Related manufacturer reference number 1627487-2023-02152. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedance on one lead. Surgical intervention was undertaken on (B)(6) 2023, wherein the surgeon was unable to remove both leads due to scar tissue. The right l4 lead was broken while the left l4 lead was cut. (Related manufacturer reference number 1627487-2023-00974).

Manufacturer narrative:
The event of fragment left behind was reported to abbott. The patient was explanted due to insufficient relief and inability to get MRI (covered on (B)(4). During the case, the surgeon was unable to remove both leads due to scar tissue. Right l4 lead broke upon removal attempt. Surgeon cut the tail on the left l4 lead due to tension when trying to remove. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.